Manufacturer narrative:
Bottle 3 (ethanol) was not in contact with the corresponding sensor for 1 minute and 58 seconds from 14:00pm on (B)(6) 2017, which is sufficient time to replace the reagent. The station properties for bottle 3 (ethanol) were reset at 14:02pm on (B)(6) 2017, which set the concentration to the default value of 100% configured in the reagent types definition. Information provided by the complainant indicates that sub-optimal processing was derived from the "factory 2hr sub-x standard" protocol started in retort a at 16:03pm on (B)(6) 2017. Information provided by the laboratory on (B)(6) 2017, indicates that prior to commencement of the protocol from which suboptimal tissue processing was identified, a user had replaced the reagent, which is designated for 100%, with 70% ethanol in error. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 3 (ethanol) was used in the final dehydration step of the "factory 2hr sub-x standard" protocol started in retort a at 16:03pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr sub-x standard" protocol started in retort a at 16:03pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior commencement of "factory 2hr sub-x standard" protocol started in retort a at 16:03pm on (B)(6) 2017. Specifically, per the information provided by the complainant, a user had replaced the reagent, which is designated for 100% ethanol with 70% ethanol, and affirmed that the concentration was to be set to the default value of 100% in the instrument software.

Event description:
On (B)(6) 2017, leica biosystems received a complaint regarding "reagent change issue. The complainant advised that: "bottle #3 was changed with 70% but the default concentration selected in button response". On (B)(6) 2017, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.